Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the teflon pad of 8mm harmonic ace instrument was detached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient. The issue occurred prior to procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was not confirmed by failure analysis. The instrument passed the manual articulation of inputs. The instrument underwent external and internal visual inspections, no missing nor detached teflon pad was detected. No missing nor damaged component was detected during the failure analysis. Failure analysis could not verify the customer reported event. No product issue was found.